Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the cmos battery on the image acquisition system (ias) was defective. Replacing the cmos battery resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the image acquisition system (ias) would not boot up all the way. It would get stuck with "initializing, please wait" showing on the pendant. A manufacturer representative tried multiple reboots with no success. They tried to remote into the ias desktop but it was not possible. The issue was discovered when the turning the system on before a case started. The patient was not brought into the room and the surgeon was notified that the system was not available.

Manufacturer narrative:
The system computer was returned to the manufacturer for analysis. However, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2) additional information: continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000645, serial/lot #: rev. 2 : s/n (B)(6), ubd: unknown, UDI#: unknown. H3) the image acquisition system (ias) computer was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. The computer failed bench testing; the application failed to load. The computer was unable to boot pass bios. The bios settings confirmed wrong time/date. Analysis found that the reported event was related to a computer component issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.